Event description:
A patient reported experiencing inaccurate low results with an otp meter. The patient's blood glucose results were 95 mg/dl versus 134 lab and 98 mg/dl versus 138 lab. Tests were done within 10 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.